Event description:
It was reported that allegedly following the update the pump module silence alarm feature is needing the be cancelled by clinician. If the silenced alarm is not canceled manually, it does not re-alarm. The pump goes into keep vein open (kvo) at 1cc/hr. There was patient involvement however patient harm is unknown. Education was completed by manufacturer clinical representative regarding the silence feature.

Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.